Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the ventricular leadless pacemaker (vlp) could not be completed. The patient was bradycardia but did not report any physical symptoms. A chest x-ray (cxr) and fluoroscopy confirmed the vlp dislodged and embolized to the groin, thus capture of the ventricle was not possible. The vlp was explanted and replaced. The patient was stable throughout the procedure.